Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's injection pressure decreased during the contrast radiography. The following information was provided by the initial reporter, translated from (B)(6) to english: "during contrast radiography, pressure of injecting decreased. Leakage didn't occur."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit without the original packaging. Three photographs were also submitted for evaluation. Upon visual inspection of the unit no damage or defects were observed. The catheter tip was inspected and graded acceptable per specifications. A leakage test was performed where leakage was not observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's injection pressure decreased during the contrast radiography. The following information was provided by the initial reporter, translated from japanese to english: "during contrast radiography, pressure of injecting decreased. Leakage didn't occur."